Event description:
Complainant alleged that during biomed testing the device intermittently powered up in manual mode inappropriately, instead of powering up in AED mode as configured. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and after extensive testing the reported malfunction was not replicated or confirmed. The device was returned to the customer. Analysis for reports of this type does not indicate an increase in frequency.